Event description:
Caller reported pixel issue on pump display which affected their ability to interact with and read the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.